Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working, and the patient experienced a burning sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by facility and will not be returned.